Manufacturer narrative:
This follow-up report is being filed to correct information. Discarded.

Event description:
It was reported the patient underwent a right partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to a subsided tibial tray caused by a stress fracture. All components were removed and replaced with a competitor total knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects:"intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device."